Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for an unknown indication for use. It was reported the patient was implanted on (B)(6) 2015 with a pump. The scar did not heal properly, they ran a low grade fever, and were tired all the time. On (B)(6) 2016, the pain clinic doctor checked out the area and pus ran out. The patient was taken to the hospital and had their pump removed. They now use a pain patch and are starting to feel better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.